Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that lateral side of the insert (#4,9mm) could not be locked properly with the baseplate, although the surgeon tried to lock several times. Surgeon used 11mm insert instead of 9mm insert. Insufficient lateral side locking was also visible with 11mm insert, but the locking was better than 9mm insert so 11mm insert was implanted.

Event description:
It was reported that lateral side of the insert (#4,9mm) could not be locked properly with the baseplate, although the surgeon tried to lock several times. Surgeon used 11mm insert instead of 9mm insert. Insufficient lateral side locking was also visible with 11mm insert, but the locking was better than 9mm insert so 11mm insert was implanted.

Manufacturer narrative:
Material analysis was performed on the returned device. No evidence of manufacturing or material defects was observed. The event was confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates the complaint databases show there have been no other events for the reported lot ID. The investigation concluded that the insert could not be seated properly as it was damaged, likely due to improper alignment of the insert while mating with the baseplate. There was no evidence of manufacturing or material defects of the device locking feature.